Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed co2 inhalation. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator repeatedly displayed an inhaled error message. It was reported that the device was rebooted, but the issue was not resolved. The rse suggested checking the sensor and replacing the flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the key market reported that during the event, there was no medical intervention required, and there was no delay in therapy. The patient was then moved to a different ventilator. The key market also reported that the customer declined the service proposal to have the device repaired by philips. The device was not repaired and was not returned service. No further details were provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.